Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address mom tha metal reaction resulting to pain and metal associated osteolyis and elevated metal ions. Clinical visit on (B)(6) 2017 reported suspicious metal wear, elevated metal ions and metastatic disease. MRI revealed pseudotumor with altr and edema/ atrophy in the adductor compartment. However, there were no lab result provided for the alleged elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation record received. Litigation alleges elevated co and cr metal ions in the blood, metallosis caused by metal fragments resulting to neurological and psychological changes, fatigue, pain, ambulation difficulty, thyroid issue, cardiomyopathy, emotional distress, discomfort, sleeping difficulty, decreased mobility, and decreased in strength and endurance. Doi: (B)(6) 2007; dor: (B)(6) 2018: right hip.